Manufacturer narrative:
The user reportedly experienced a low blood glucose event requiring ems transport and hospitalization. Multiple follow-up attempts were made with the user and family members, but no additional clinical details, bg information, or device-related information could be obtained to clarify the circumstances of the event, and no device malfunction has been identified. The device has not been returned for evaluation, and a follow-up report will be submitted upon completion of the investigation.

Event description:
On 07-nov-2025 the user¿s family reported that on (B)(6) 2025 the user experienced hypoglycemia, but a bg value was not provided. The user disconnected from the ilet prior to ems involvement for reasons that are unknown despite follow-up attempts. The user was transported by ems to the hospital and admitted for treatment, but no information regarding hospital therapies, discharge date, or discharge status was provided despite follow-up attempts.